Event description:
Customer's mother reported her son was having high blood glucose. The son's blood glucose was 350 mg/dl. The mother also reported air bubbles in the tubing and tubing connector of the son's insulin pump. The mother stated she was able to remove the air bubble from the tubing. The mother did not want to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).